Event description:
It was reported that a large volume infusor was leaking from the filling port. This occurred before patient use. The device was filled with 200 ml of an unknown solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured from august 24, 2014 ¿ august 25, 2014. The device was received for evaluation. A functional flow test was performed and evidence of a leak and backflow was observed at the fill port. Visual inspection noted a particle approximately 0.60 square mm in size, located under the check band. The particle was subsequently identified to be glass via fourier transform infrared spectroscopy testing. The reported condition was verified. The direct cause of the condition could not be identified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.